Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0zzjs, product type: lead. Product ID: 3387s-40, lot# va0z59j, product type: lead. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0206548v, implanted: (B)(6) 2003, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 64001, lot# n496402, implanted: (B)(6) 2015, product type: adapter. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3550-68, lot# n572485, product type: screening device. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. (B)(4).

Event description:
The manufacturer representative (rep) reported that when the lead was placed, the impedance values were within normal range. The test stimulation was done with the patient and found that the therapy thresholds were too low so the surgeon decided to try the center track instead of the anterior track. When the surgeon placed the lead in the center track, the impedances values were around 10,000-11,0000 ohms. They tested using both twist-lock cables that were on the field and could not get the impedance values to lower. The rep suggested to the surgeon to loosen the screw in the lead stopper that held the lead in place. Impedance values did not change. They tried using a different physician programmer as well as a different external neurostimulator (ens) and the impedance values did not change either. The surgeon did not feel comfortable implanting a lead with impedance values so high and a new lead was used. About an additional hour was added to the surgery because of impedance/troubleshooting issues. The indication-for-use (IFU) was parkinsons dual and movement disorders. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The lead captured in this report is the 2nd lead used during procedure. Refer to manufacturer report #2649622-2015-13323 for information on the first lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.